Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that here and there since implant the patient feels the device being a little warm sometimes, depending on how they bend and lay down. It was noted that they don¿t know why but if they lay a certain way they feel ¿like a hot burn kind of because they think our skin is much together maybe laying a certain way like a poly.¿ it was stated that the device is good, and other than that they are fine, they reposition, and they are fine. No further patient complications are anticipated or expected as a result of this event.